Manufacturer narrative:
(B)(4).

Event description:
It was reported by the cardiologist that the patient presented with syncope. The patient was hospitalized. During the visit, the patient had 2 cases of asystole. The vns was reported to be disabled by the magnet. There were no more instances of asystole after disablement. However, the cardiologist could not say that the disablement stopped the asystole as a pacemaker was also implanted into the patient the next day. The patient was noted to have a history of severe autonomic dysfunction and encephalopathy. The cardiologist reported at a later date that he had seen the patient recently and she is doing fine. He believed that the vns was not the problem and did not contribute or cause the syncope or asystole; the patient simply had severe autonomic issues. However, the physician did not manage vns devices and was unaware of how the device functioned. No further relevant information has been received from the cardiologist to date. Attempts to contact the patient's follow up physician were made, but no relevant information has been received to date.

Event description:
A report was received from the physician with additional information. The patient had a history of recurrent syncope and pre-existing medical conditions of seizure disorder and alcoholic encephalopathy. Rather than describing the heart stopping event as asystole as he previously did, in this report, the physician described it as bradycardia. He indicated in this report that a 12 seconds heart cessation event occurred, but described it as a pause of the heart rather than as the heart stopping as he previously did. Prior to the events, the patient's heart rate was within a normal range (in the 70 beats/ minute range). It was noted that no traumatic events occurred to the patient prior to the arrhythmia, nor were there any triggers or medication change that could have contributed. The arrhythmia did not correlate with the on time of the device and no device diagnostics or interrogation was performed. The only intervention taken was the hospitalization and the placement of a pacemaker on (B)(6) 2016. The generator is currently programmed on and the arrhythmia has not recurred as of (B)(6) 2016. No additional relevant information has been received to date.